Event description:
During remote follow-up, high battery current was observed. Abbott technical support (ts) was contacted and indicated there were two patient initiated transmissions a few minutes apart. The first transmission showed current drain in normal range; however, the second transmission showed high and out of range current drain. The battery longevity estimate was normal. Abbott ts recommended sending a new transmission. Further information was requested but no received. The patient was stable.

Manufacturer narrative:
The reported event of inaccurate battery drain was confirmed. Based on the information provided, the presented high current was due to the total paced event being smaller than the high output event, which resulted in a negative current. This lead to the absolute value being used in the battery current calculation. The reported event is the result of the high output event being handled inappropriately.